Event description:
In 2009, the lay user/patient contacted lifescan (lfs) alleging that he was unable to change the code number on his onetouch ultra meter. In addition, the patient reported that the meter would enter the memory when attempting to run a blood glucose test. The complaint was classified based on the conversation the customer care advocate (cca) had with the patient, since the medical surveillance specialist (mss) was unable to reach the patient by phone. The patient reported that both issues began 3 or 4 days prior to contacting lfs. The patient stated that he was able to use the subject meter once; however, as a result of the issues, he was unable to test his blood glucose for several days. On the morning of the same day, the patient claimed he took 35 units of nph and 10 units of regular insulin. It is not known if the patient adjusts his insulin dosage based on a sliding scale or takes a set amount. Approximately 2 1/2 hours after administering the insulin, the patient claimed he developed blurry vision and was incoherent. At the onset of symptoms, the patient reported that his roommate treated him with orange juice. At the time of troubleshooting, the cca noted that both issues were resolved with training. Replacement products were sent to the patient. This complaint is being reported because, the patient claims he was unable to test his blood glucose due to the reported issues and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.